Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, missing end cap sticker, and reservoir tube window cracked.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the reservoir compartment is cracked and the parts are chipped off. The customer stated that it might be form tightening of the reservoir over and over. The customer also stated that her dome sticker fell off. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.